Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint during in-house testing.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the nurse called to report error c-34 on the erbe generator. The technical support engineer (tse) checked error logs and can verify the fault. The erbe generator was already restarted several times. Changing the cable did not help. Using the other monopolar cable and second monopolar outlet also error comes back. The customer has no valleylab electrosurgical unit (esu). Customer has a second da vinci, but it was in surgery. Customer will complete surgery normally, without coagulation function, but needs full erbe generator functionality for the next procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the monopolar would cut but not coagulate.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.